Event description:
The user facility reported 2 incidents during priming of the oxygenator circuit where the perfusionist noticed fluid leaking from the oxygenator. In both cases, the unit was changed out prior to the start of the bypass procedure. Therefore, there was no pt involvement. Both units were reported to be the same lot#. Add'l event specific info was not available.